Manufacturer narrative:
The device was not returned to the service hub; therefore, visual inspection and functional testing was not performed. Investigation summary: the reported complaint of no cap could not be confirmed without the return of the sample or a photo/video a comprehensive review cannot be performed, and a probable cause cannot be determined.

Event description:
The event involved a microclave¿ clear neutral connector where the reporter stated that the connector cap of the tunneled line was changed on the morning before. They reported that, before the cap change, they had administered the medication via the line without any problem in the morning. In the evening, when they were going the administer the medication, they found no connector cap at the end of the line. There was no harm to the patient and unknown delay in therapy as a result of this event.